Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (faults) has been confirmed. Upon investigation the battery charger was unable to charge a battery. The cause for the failure was isolated to physically damaged l4 inductor on the bedside pca. The root cause for the damaged l4 inductor could not be positively identified. There was no adverse event that resulted from the damaged charger.